Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and confirmed product was manufactured, tested, and released per validated procedures. Device evaluation anticipated but not yet begun, an addendum will be filed with the device evaluation results.

Event description:
Report from distributor, "this is strange to share that device is showing over filtration hence chamber is collapsing leading to decompensation of cornea. In view of this complication, agv has been explanted."

Manufacturer narrative:
Explanted valve was returned and underwent visual inspection and functional testing. Bodily fluid was observed on device during visual inspection but valve appears undamaged. No other issues found with the device. Steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye. The issue of low iop condition as reported by customer was replicated and confirmed. The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction.